Manufacturer narrative:
Manufacturing site evaluation: device - reference code 1067020; device name lyoplant onlay 5.0x5.0cm; batch number 219075; UDI device identifier (B)(4); UDI production identifier (B)(4); unit of use UDI-di (B)(4); manufacturing date 07.03.2019; the product is not available for investigation. Date of occurrence: 2019.10.30; customer: anonymous. Investigation - no product available for investigation. Pictorial documentation - no product available for investigation. Batch history review - the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably patient or usage related. Rationale - no causality between the product and the mentioned issue can be found. An infection of the patient that already existed before the surgery cannot be excluded. Contraindications and warnings can be found in the instructions for use (IFU). 6. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Event description:
No update provided.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with a lyoplant onlay, per information provided by medwatch 5092415. The patient had a dura substitute, lyoplant, initially implanted for chiari decompression. Sometime later, the patient presented with subdural hygromas and aseptic meningitis. This resulted in the need for hospitalization. Additional information was not received. The adverse event is filed under (B)(4).